Event description:
The customer requested an event log review due to reports that a dilaudid infusion rate changed from 0.3 mg to 0.1 mg. There is no allegation of pump malfunction. The pt was transferred to another floor and upon arrival the nurse noted the dilaudid was infusing at 0.1 mg. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the failure investigation has been completed. Log review pending.